Manufacturer narrative:
N/a.

Event description:
The following has been reported: fluid leaking from IV infusion pump while IV rituximab (sact) running. Removed from use. Reported fault:- "datix number 150895 - reported fault - staff have experienced a fluid giving set leaking chemotherapy and are unsure if it was a giving set issue (currently monitoring rest of supply). The pump has been put to the side and labelled not for use within ward 5e chemotherapy day unit. Message on the pump - awaiting medical physics, post sact leak from giving set (B)(6) 2025 - cleaned. New giving set provided from same lot 32371345. No drug chart provided." Work done: - "(B)(6) 2026 (kg) device quarantined until datix received. (B)(6) 2026 (kg) device due service (B)(6) 2025, last infusion (B)(6) 2025. Downloaded events, device had been running ok. All tests performed with new giving set provided. Set device up with giving set installed without pump running and left overnight. (B)(6) 2026 (kg) no spillages from pump. Ran pump @ 600ml/h vtbi 100ml. Device ran with no spillages. Performed ocs test and triggered upstream and downstream occlusion and ail alarms with no fault found. Device will be fully serviced with partner software under job number (B)(4). No issue found with pump or giving set." Reporting as a conservative measure. No adverse event effects were reported. Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation but was checked locally. According to provided information, the pump was quarantined and tested inhouse - this was deemed a user/consumable issue, no further action was necessary. From equip - basically no fault found with pump. The pump is not the cause of this event, it works properly. The customer confirmed this complaint is therefore classified as not valid. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid.